Event description:
It was reported that vessel dissection occurred. Vascular access obtained via the femoral artery. The 36x3.50 mm eccentric, de novo, 85% stenosed target lesion was located in a moderately tortuous and moderately calcified mid right coronary artery (rca). After the introduction of a non bsc guide wire, the lesion was predilated with a and predilation of an unspecified 3.0x15mm catheter balloon resulting to 60% residual stenosis. A 3.50x38mm promus element long stent was selected to treat the lesion and was implanted. After 2-3 cine shots by various angles, the physician noticed that there was distal edge dissection. A 2.50x16 promus element stent was immediately selected to cover the dissection & completed the procedure. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).